Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the basal rate settings not being appropriate for the customer, the customer experienced blood glucose (bg) levels below 40 mg/dl. Carbohydrates were consumed to treat bgs. The customer consulted with health care provider regarding the settings, and received assistance from tandem technical support in adjusting to the desired basal rate settings.